Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a guidewire or stylet embolism was confirmed, but the exact cause is unknown. Five photographs were returned for investigation. What appears to be a portion of either the stylet or guidewire was visible in photos 1 and 2. A portion of a non-bas device, which could be a snare, was also visible in the photo. Images 3, 4, and 5 are radiographic images that show what could be the wire inside a patient. It cannot be verified from the photos whether the object is a portion of the stylet or guidewire from the 4 fr s/l powerpicc kit. It was reported that the removed object was the coil wire of the stylet. At this time, based on the evidence provided in the photographs, it is unknown what caused the stylet embolism. It is unknown if any complications associated with the clinical setting affected the functional performance of the returned device. The IFU cautions, ¿when trimming the catheter, do not cut the stylet.¿ it is unknown if the stylet broke or was cut. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rezh1788 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a call was accepted by a PICC clinical nurse at 1:33 on (B)(6) 2016. The following was what the nurse stated: a patient was hospitalized and in the intensive care unit following brain surgery on (B)(6) 2016. The implantation of the catheter was conducted by a nurse of the PICC clinic at their hospital into the left side basilic vein. The process went smooth and the catheter was in normal use. During a CT examination at another hospital on (B)(6), it was found that there was foreign matter in the pulmonary artery. Considering the medical history of the patient, and the patient only having one PICC implanted, it was suspected that there may be a guidewire left in the patient's body. The deputy director of the nursing department and deputy superintendent of the placing hospital went to the hospital where the CT was done on (B)(6), to invite (B)(6) to take out the foreign matter by interventional surgery. The foreign matter was found to be the coil wire of the stylet which is the outermost layer of the core wire, with the color of grey) which was used during the PICC placement. The core wire has been explanted from the patient. No injury reported.